Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was still peeing and they couldn't hold it since implant on (B)(6) 2016. The patient called the surgeon and they were not familiar with it. The patient was at 2.5v and raised it to 2.6v on (B)(6) 2016. The patient felt stimulation and it was hit and miss. The patient felt pain because they had hip surgery. The patient was on program 4 at 2.6v and increased stimulation to 3.5v and felt it in the correct area on (B)(6) 2016. The implant was not working on (B)(6) 2016 and worked just for a while. They went to see the health care provider (hcp) and they reprogrammed the device, but the patient was still up 3 to 4 times a night peeing. The patient was on program 4 at 3.9v and that didn't work, so the patient put them on program 2 at 3.9v and that didn't work either. The patient went back to program 4 at 3.9v and was still getting up 2 to 3 times a night. The patient's implant was turned on and they changed to program 1 and adjusted the settings on (B)(6) 2016. It was noted that the patient had dementia. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.